Event description:
The customer states that the right hand side of the display screen is not displayed. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.